Event description:
It was reported that the customer had normal blood glucose levels of 116 mg/dl. The mother of the customer reported a motor error alarm from the insulin pump during basal. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was exposed to the body scan at the airport. The customer was able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, display window and battery tube threads, minor scratched lcd window and missing end cap sticker.